Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to flattened button dome switches. No button error alarm during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was laying down. Blood glucose value at the time of alarm is unknown. Customer stated his blood glucose earlier that day was at 63 mg/dl; he treated with food. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.